Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. The service engineer (se) inspected the device and replaced the flow sensor assembly. The ventilator passed all testing. A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) of the o2 flow sub system.

Event description:
It was reported that during service the ventilator failed the flow accuracy test. No patient involvement. Event date not specified; estimate used.